Event description:
It was reported that a device embolization occurred. On (B)(6)2020 a left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The procedure was completed successfully and the closure device was implanted in the laa of the patient. The patient was discharged home. On (B)(6)2020, the patient presented for their transesophageal echocardiogram (tee) and the watchman device was not visualized in the laa. The physician noted that the device was visualized in the descending aorta and scheduled a procedure on (B)(6)2020 to recover the device. The patient had no symptoms. The physician removed the device percutaneously from the patient using a snare. It was further reported that the patient is doing okay and will follow up on their 45 day tee.

Event description:
It was reported that a device embolization occurred. On (B)(6) 2020 a left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The procedure was completed successfully and the closure device was implanted in the laa of the patient. The patient was discharged home. On (B)(6) 2020, the patient presented for their transesophageal echocardiogram (tee) and the watchman device was not visualized in the laa. The physician noted that the device was visualized in the descending aorta and scheduled a procedure on (B)(6) 2020 to recover the device. The patient had no symptoms. The physician removed the device percutaneously from the patient using a snare.